Manufacturer narrative:
Additional information: b5, d10, g4, h3, h6 h3 evaluation summary: one sample was received for evaluation and reported issue of burst cuff was confirmed. An inflation and deflation test was performed and manufacturing controls were found acceptable and effective to detect the reported issue. No corrective actions are needed at this time since the confirmed failure (burst cuff) would have been detected during the 100% inflation/ deflation test, therefore, the failure mode is not confirmed as related to manufacturing process. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had hole in the cuff. Three days after intubation, when trying to inject air into the cuff, the air did not come in, but when the syringe was pulled and negative pressure was applied, the sputum was drawn. It was thought that there was a hole in the cuff, but there was no problem at the time of cuff check. It was heard that another tube was intubated after decannulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had hole in the cuff. Three days after intubation, when trying to inject air into the cuff, the air did not come in, but when the syringe was pulled and negative pressure was applied, the sputum was drawn. It was thought that there was a hole in the cuff, but there was no problem at the time of cuff check.